Manufacturer narrative:
The lot/serial number of the lens was not provided, and the lens was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient developed a z syndrome 3 months post op. The doctor planned exchanging the lens but the patient cancelled. No other treatments performed to date and no other information available. Additional information has been requested, but no additional information has been received.